Event description:
It was reported that when it was flushed, the maxzero "sprayed" liquid on a patient in the (iccu). It appeared the liquid was coming from the maxzero connector itself. Although requested, there has been no patient impact outcome or further event information made available to date.

Manufacturer narrative:
The customer report that the maxzero sprayed liquid when flushed was not confirmed, as the reported product was not received for evaluation. No investigation was able to be performed as no product was received. . The customer provided a photo of an extension set model mz5304 with information that the package lot is 19076898. The two similar reported complaints are (B)(4). The root cause was not identified.

Event description:
It appeared the liquid was coming from the maxzero connector itself. The nurse on the iccu unit stated she only had the splashing issue one time and it happened when flushing a peripheral IV (piv) that was saline locked. While flushing the patients piv, the patient stated it was leaking. Clinician tightened all the connections and flushed again. Still had the leaking from either above or below the maxzero connector extension set. There was no patient harm and no additional details provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested patient demographics were not provided.

Event description:
It was reported that when they flushed, the maxzero sprayed liquid on patients in iccu. It appears the liquid is coming from the maxzero connector itself. This is file 2 of 3.